Event description:
The device applied during a gastrectomy procedure. Reportedly, the safety would not release. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.